Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 384 mg/dl. The customer went to the emergency room(ER) and was subsequently hospitalized due to the pump unexpectedly shutting off and a blood glucose level of greater than 600mg/dl with moderate ketones identified as dangerous by a healthcare professional (hcp). During hospitalization the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. The customer was released on (B)(6) 2021 with no permanent damage.